Manufacturer narrative:
Concomitant medical products: dtma1d1, crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead threshold measurements have steadily risen to elevated measurements. The thresholds are currently being monitored and the lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.